Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 462 mg/dl. The customer was treated for high blood glucose with manual injection of 35 units. The customer doesn't feel okay to troubleshoot. Customer will call back after he receives his basal rates from his health care provider. Customer was advised to checked alarm history and no recent alarms. The customer review his basal rates and both his basal patters rates were all zero and incorrect. The customer was advised to discontinue use of the device and revert to a backup plan while monitoring his condition every 15 minutes. The customer was advised to call health care provider for basal rates and to seek medical services if he felt his condition worsen or if his blood glucose readings were increasing. The customer was asked if needed to contact emergency services and he declined.